Event description:
A report was received from the field indicating that during a coronary stenting procedure, the shaft of the 3.0x28 cypher sirolimus-eluting coronary stent broke. There was no add'l info provided.

Manufacturer narrative:
Any additional info will be submitted within 30 days of receipt.